Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their device has been acting up since like sunday. Patient described that they charged their implant for the first time on sunday but noted each time they want to check one of the apps they have to reconnect to the implant. Agent reviewed that this is normal device operation. Patient added that they were just sitting down today and started feeling something almost like the stimulation was in overdrive so they powered off the phone. Agent had patient connect through mystimrc app; patient reported therapy was on. Agent reviewed how to turn therapy off as well as how to increase/decrease intensity. Patient stated the stimulation was currently at a comfortable level and indicated that they now understood that turning off the handset will not turn off the therapy. Agent reviewed general use of handset, communicator and recharger. Agent reviewed possible adaptivestim and redirected to rep and healthcare provider (hcp) to further address, if needed.